Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/29/2020 h.6. Investigation: customer returned (12) used 32gx4mm bd pen needles from lot 9281225. Consumer reported that needles clog during injection. All 12 returned pen needles were examined, and it was observed that 4 pen needles exhibited bent non-patient end (npe) cannulas. The 8 pen needles with straight npe cannulas were tested for flow using a test pen injector: all 8 pen needles were able to expel properly. No evidence of manufacturing defect was observed on the returned samples. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged, as reported. Since all 12 samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. See h.10

Event description:
It was reported that the bd ultra fine¿ pen needle was clogged during the injection. The following information was provided by the initial reporter: "consumer provided information to complete the file, stated that the needles are clogged during injection, does not prime, does not re-use."

Manufacturer narrative:
H.6. Investigation: a review of risk management document (B)(4) revision 18, indicates that the potential risk of this specific reported incident (pen needle, needle clog) was captured and addressed appropriately. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra fine¿ pen needle was clogged during the injection. The following information was provided by the initial reporter: "consumer provided information to complete the file, stated that the needles are clogged during injection, does not prime, does not re-use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle was clogged during the injection. The following information was provided by the initial reporter: "consumer provided information to complete the file, stated that the needles are clogged during injection, does not prime, does not re-use."